Event description:
Bi-focal contact user: awoke early am with severe pain in left eye, very sensitive to light, tearing, unable to keep eye open, patched eye, stayed in dark room, dr. Appt the next am findings to be possible corneal ulcer. Antibotics given to be used every 30 minutes while awake return next day for recheck. Continued antibotics every hour for next week while awake. Pain became bearable, blurred vision, tearing eye continued. Within a week the light senitivity returned much more intense, vision more blurred, tears constantly and much pain. Couldn't use lights in house due to intense pain, worked with 2 pair of sunglasses on one pair being the cataract covers to try to prevent any light from the eye. Return to dr. Sent the same day to cornea specialist. Sent surgeon in another state. Dx with keratitis and treatment continued. It is now 04/14 now being seen with cornea specialist at hospital, using 3 different drops every hour while awake. Blurred vision continues with shadows on objects, continues to tear; light sensitivity has improved. Renu, plus blink clear used for cleaning contacts.